Event description:
The consumer stated, "heating pad sparked and burnt her hand. She put it under water and put cream on it." The product was returned for investigation. The pad was 15 yrs 9 months old. An investigation was done to look into the customers complaint. The inspector found that the customer had been wrapping the cord under the switch. This caused excessive stress on the cord near the strain relief. This then lead to a cut forming on the switch causing the spark the customer described. The pad showed other signs that the customer was misusing the pad. The product had bent leads, cracked switch casing, and a torn outer pad cover. The IFU states, "carefully examine before each use. Discard unit if it shows signs of deterioration."